Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, there was a c/s case in which they had difficulty scanning the canisters. They had multiple canisters and one said oversaturated because they filled the canister too full, but they also said there was issue with when the canister did scan it wouldn't upload to the triton. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, there was a c/s case in which they had difficulty scanning the canisters. They had multiple canisters and one said oversaturated because they filled the canister too full, but they also said there was issue with when the canister did scan it wouldn't upload to the triton. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.